Event description:
Account tested pt on suspect device, inr=>8.0. Pt was given a shot of vitamin k. Lab specimen was taken and lab inr=4.4. Pt is reported as doing fine. Controls were stated to be within range.